Event description:
It was reported the patient had a worsening of parkinson¿s disease symptoms. It was noted the patient met with their healthcare professional (hcp). It was further noted a measurement of impedance implied a possible fracture. The reporter stated the hcp determined that the extension might be fractured. It was noted the noted the implantable neurostimulator (ins) and extension were replaced on (B)(6) 2013. It was noted the patient¿s symptoms improved and no problems were observed after surgery. Additional information received reported the extension was fractured. The reporter stated that high impedance was measured and the extension was suspected as a cause of it. It was noted that ins failure was not suspected. It was further noted the ins was replaced because the ¿remaining battery was not enough.¿

Manufacturer narrative:
Analysis of the extension found no anomaly. Analysis of the implantable neurostimulator (ins) found bond wires lifted. It was noted that the case bond wire was lifted from the hybrid bond pad, but was still making intermittent contact with it. It was noted that it appeared that the feed-though bond wires on the other electrodes were also beginning to lift.

Manufacturer narrative:
Concomitant medical products: product ID: 3387028102, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6)2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.